Event description:
Customer indicated that the septum was specifically the source of the observed leak. No additional information received.

Manufacturer narrative:
1. DHR/bhr review lot#4052016. 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-in response to the leakage at the septum, the plant has launched CAPA. 2. No defective samples and photos have been received for the complaint. 3. Due to similar complaints received from other hospitals about this batch of products, the plant has conducted 800mm simulated clinical leakage test on the retained samples of this batch and found that a few samples leaked at the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at (B)(6). The indwelling needle xiangma goods number 383078, batch number 4052016, the nurse in the puncture vein withdrawal of the needle core after blood oozing. The patient is syphilis positive, the nurse has a wound on the hand, has occupational exposure, has been symptomatic emergency treatment.